Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump went into threshold suspend with a blood glucose level of 15 mmol/l and a sensor glucose level of 2.6 mmol/l. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer was advised that the sensor would be replaced. The sensor was not returned for analysis.